Event description:
It was reported that after 9 minutes while using the surgical fiber during a prostate procedure, the fiber was observed to exhibit decreasing power and went on automatic hold (system stand-by mode). Total time expended: 12:04 minutes. Joules used: 113,769. The procedure was completed using a second surgical fiber. There was no patient injury reported.

Manufacturer narrative:
Failure analysis for fiber 0010-2400-408a-1632: the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone distal at the bevel edge; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone under the metal cap location; the fiber exhibits melting of the uv glue zone at the attachment of the glass cap to the fiber; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.